Event description:
It was noted that the catheter was leaking. They turned the patient over and noticed that the device had broken at the hub, the patient required the removal of the initial catheter and the insertion of a new catheter due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.